Event description:
It was reported that a smiths medical pump alarmed -no disposable pump would not run- while using the 100 ml cassette. Additional information received via email on (B)(6) 2021 they are all considered patient injury due to be with out either pain management medication or chemotherapy.

Manufacturer narrative:
Functional testing: samples were filled with water, the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken : no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4).

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.